Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported they did speak with someone about the situation on the same day they head of the fall. The rep stated they had no idea the health of patient¿s system as they had unable to meet with the patient. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working and they increased the amplitude to where patient could feel stimulation but then "it died" meaning that the patient no longer felt stimulation. It was noted that they put a foley catheter in as patient was not urinating much at all and having 800 then 1100 residuals. It was also reported that the patient fell about a week and a half prior and patient immediately noticed their stimulation felt differently. The hcp also speculated patient may have fallen on device and dislodged something. The hcp was calling because they wanted a manufacturer representative (rep) to meet the patient at the rehab facility since the patient was leaving the unrelated hospital on the day of the call, to go to rehab and they had an appointment set up with the doctor on monday. No further complications were reported or anticipated. Additional information received from the manufacturing representative as they made several attempts to meet with the patient unsuccessfully as they were hospitalized for breaking his leg (unrelated symptoms). Doctor wanted the representative to see the patient at the end of (B)(6) for an interstim interrogation.  They had no further information about this.